Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 04 december 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, resistance was felt while turning the m knob. The clip was steered down to the mitral valve. Aortic hugger was observed. The plus knob was applied and the clip jumped open from the anterior side to posterior side. Plus knob was unable to respond. However, the clip was implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported m-knob resistance was unable to be confirmed. The reported unintended movement could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported m-knob resistance could not be conclusively determined. The reported unintended movement of the clip appears to be related to procedural conditions (sgc "+" cable appears to have broken during the procedure, resulting in the unintended movement of the clip). There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2921. Codes added: medical device problem code: 3026.